Event description:
I had lasik surgery in (B)(6) 2015. On (B)(6) 2017 I was having flashes of light in my peripheral vision in my left eye. I went to the ophthalmologist, and they said I have "holes in my retina." They will do a laser in the symptomatic eye to prevent a retinal tear. I was told this is not associated with lasik but instead with myopia, I am not sure what to believe. I am only (B)(6) and have no history of retinal tears in my family, so I do not know why I would have a condition seen in the elderly otherwise.